Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise and high pacing impedance. The noise was oversensed by the device and led to pacing inhibition. It was also noted that the patient was dependent. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.